Event description:
It was reported that during implant procedure, there was a perforation of the right ventricle, which required placement of a catheter to remove 100 cc of blood due to tamponade. The lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If additional relevant information is received, a supplemental report will be submitted.